Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards as it was not available per pathology. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information that a 25mm bioprosthetic aortic valve, implanted three (3) years, nine (9) months, twenty two (22) days, was explanted due to moderate to severe aortic stenosis. Operative findings indicated that the bioprosthetic valve had limited leaflet mobility. A layer of thrombus was also found on the aortic side of the valve consistent with stasis related to underlying valve degeneration. The explanted device was replaced with 21mm bioprosthetic valve. Patient also had a mitral valve replacement with a 29mm non-edwards porcine valve in the same procedure. Patient was transferred to the intensive care unit in stable condition.